Event description:
It was reported that during implant, while slitting the guide catheter, the slitter slipped off of the guide catheter. After slitting was completed, it was noted that the sheath peeled abnormally with some type of lining that peeled away from the catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the catheter was returned and analyzed. Blood was on the catheter. The catheter was kinked. Visual analysis noted the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.